Manufacturer narrative:
It was reported that a 45-year-old male patient was admitted to the hospital with slow ventricular tachycardia (vt) and underwent a vt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR). Case started with pentaray mapping for activation. Five minutes into the case, patient¿s blood pressure and saturation dropped. Physician and anesthetist called cardiac arrest. CPR was performed with adrenaline and direct-current (dc) shocks. The patient stabilized, and the procedure continued. Mapping was performed in the left ventricle (lv) with the pentaray catheter. Ablation was started, no impedance changes nor high force values were observed at any time during the case. An ibi abbott generator was used in power control mode. Patient received anticoagulant (heparin) during the case and the activated clotting time (act) was monitored throughout. Patient¿s blood pressure and saturation dropped again, a second arrest was called. CPR and dc shocks were performed, and drugs were administered. The surgical team called for review to put the patient on extracorporeal membrane oxygenation (ECMO); however, team decided not to. Reminder of the procedure was aborted. Transoesophageal echocardiogram (toe) showed no cardiac tamponade. The patient stabilized and was transferred to the intensive care unit (ICU) intubated. Patient was monitored throughout with arterial blood pressure line, saturation probe and ECG's on ep recording system, anesthetic equipment and defibrillator. Patient¿s outcome improved, he¿s vt free at the moment. Extended hospitalization (1-2 days) was required for monitoring purposes. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. Manufacturer¿s ref # pc-000463007.

Manufacturer narrative:
On 6/11/2019, the bwi product analysis lab received the device for evaluation. Initial visual analysis observed there was no physical damage. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30149325l number, and no internal actions related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) male patient was admitted to the hospital with slow ventricular tachycardia (vt) and underwent a vt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR). Case started with pentaray mapping for activation. Five minutes into the case, patient¿s blood pressure and saturation dropped. Physician and anesthetist called cardiac arrest. CPR was performed with adrenaline and direct-current (dc) shocks. The patient stabilized, and the procedure continued. Mapping was performed in the left ventricle (lv) with the pentaray catheter. Ablation was started, no impedance changes nor high force values were observed at any time during the case. An ibi abbott generator was used in power control mode. Patient received anticoagulant (heparin) during the case and the activated clotting time (act) was monitored throughout. Patient¿s blood pressure and saturation dropped again, a second arrest was called. CPR and dc shocks were performed, and drugs were administered. The surgical team called for review to put the patient on extracorporeal membrane oxygenation (ECMO); however, team decided not to. Reminder of the procedure was aborted. Transoesophageal echocardiogram (toe) showed no cardiac tamponade. The patient stabilized and was transferred to the intensive care unit (ICU) intubated. Patient was monitored throughout with arterial blood pressure line, saturation probe and ECG's on ep recording system, anesthetic equipment and defibrillator. Patient¿s outcome improved, he¿s vt free at the moment. Extended hospitalization (1-2 days) was required for monitoring purposes. The patient still at the hospital receiving dialysis and other treatments that are unrelated to this procedure. Physician's opinion regarding the cause of the adverse event is that the arrests were not caused by any bwi product malfunction or relating to any ablation done. Rather patient's pre-existing condition and co-morbidities.